Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 13, 2007. Evaluation summary:a baxter service technician evaluated the device and found a broken door assembly. The reported condition of the broken door latch was confirmed. The door assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being monitored under CAPA.

Event description:
The facility reported an infusion pump with a broken door latch. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact is available.